Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that foreign material like lint came out of the product during surgery and entered the patient's eye. The material was removed from the patient's eye during the same procedure. There was no impact to the patient. Additional information was requested.